Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received brown stained end cap sticker, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump did not seem to be delivering insulin since they experienced high blood glucose on several occasions. No delivery alarms were found in the alarm history. Customer stated they have not have any connection or site issues. Customer changes the infusion set every 4 or 5 days. The insulin pump passed the high pressure test. Customer requested the insulin pump to be replaced because of safety concerns. Blood glucose value was 8.7 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.